Manufacturer narrative:
A getinge fse evaluated the unit and found the same issue. The fse proceed to checked the safety disc and internal tubing and he later identified that the drain port looked defective. He replaced drain port from spare that customer had. The fse then, adjusted the bimba cylinder full sensor. After that, the issue was resolved. The unit was then returned to the customer.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit had autofill failure error. There was not patient involvement.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit had autofill failure error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.